Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). Device manufacture date: november 13, 2017 - november 15, 2017. The device was received for evaluation with approximately 38ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rate was found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that the infusion completed in 106 hours instead of the expected 48 hours. The device had been filled with 3800mg of fluorouracil diluted with 96ml of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.